Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a watchman procedure, a versacross connect access solution kit was selected for use. The femoral access was gained to track up to the superior vena cava (svc) and a bright echogenic flap was noted prior to the transseptal. It was initially thought that there was a possible thrombus formation on tip of sheath, so the entire system was withdrawn out of the patient's body. The sheath was aspirated, and no thrombus was noted. Upon removal, it was discovered that the versacross rf wire had skived and flayed off from its tip and the mid-section of it. Hence, to resolve the issue, a new versacross connect kit and watchman sheath were used and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned for analysis. The rf wire was not used introduction to vein, a starter wire was used instead. No other issues were reported.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory, the versacross rf wire was first visually inspected, and it failed, since the insulation was noted to be damaged on wire body. Next, the device passed the dimensional test, as the wire was in spec for wire outer diameter, electrode height, heat shrink gap and proximal end. No evidence was found to indicate a manufacturing or design-related issue. The reported allegation is confirmed. The potential root cause cannot be determined with full certainty. There is a possibility that introducer metal cannula if used could cause this type of damage, however it was not confirmed.

Event description:
It was reported that during a watchman procedure, a versacross connect access solution kit was selected for use. The femoral access was gained to track up to the superior vena cava (svc) and a bright echogenic flap was noted prior to the transseptal. It was initially thought that there was a possible thrombus formation on tip of sheath, so the entire system was withdrawn out of the patient's body. The sheath was aspirated, and no thrombus was noted. Upon removal, it was discovered that the versacross rf wire had skived and flayed off from its tip and the mid-section of it. Hence, to resolve the issue, a new versacross connect kit and watchman sheath were used and the procedure was completed successfully. No patient complications were reported. The device is expected to be returned for analysis. The rf wire was not used introduction to vein, a starter wire was used instead. No other issues were reported.